Manufacturer narrative:
Conclusion: since there is no product available for evaluation and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should additional information become available, a supplemental 3500a will be submitted accordingly.

Event description:
It was reported that the patient underwent a left inguinal hernia repair surgery in 1995, and absorbable sutures were implanted. The patient reportedly experienced pain and infection as he failed to heal post-operatively. It was reported that in 2004, the patient underwent an excision of skin and subcutaneous fat in the left inguinal area, flap creation and primary wound closure. The surgeon allegedly discovered that "the source of the infection was old suture material consistent with the absorbable sutures placed in 1995." The wide resection of the area, without removal of the mesh, has resulted in relief for the patient.